Event description:
Customer initially called to report button error alarm and frozen screen, however, during call customer reported being hospitalized for dka. Customer had been vomitting all day prior to hospitalization and did not attempt set change. Unable to perform troubleshooting or pump due to frozen screen.